Manufacturer narrative:
The device was re-evaluated, and the service engineer (se) reported that the issue was confirmed, and that the device powers off after a few minutes of being powered on. The se noted that the device was driven only on battery. The se replaced the lithium-ion battery to resolve the issue. The device was cleaned, and tested, and then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered off after being on powered on for five minutes. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator powered off after being powered on for five minutes. The device was returned to the repair center, and the service engineer (se) reported that the customer's issue was confirmed (when powered by battery, the power shuts off within a few minutes of being turned on). The se determined that the lithium-ion battery had malfunctioned and needed to be replaced. This investigation is ongoing.